Event description:
Customer reported suspected check valve failure. No patient harm reported. States nurse hung ivpb med with primary bag lowered appropriately. Nurse turned away for a short time to do patient care, and when she turned back noticed secondary bag was dry with air in the tubing, and she thought fluid had back flowed into the primary bag. Although requested, no further patient or event information was available,.

Manufacturer narrative:
Manufacturer's report date: 06/24/2009. Patient information requested and all available information is included. The product was discarded. The lot number was not identified; therefore, a product history record review could not be performed.